Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinder and pump were removed and replaced because the cylinders were too short. The patient complained about the cylinder placement and was experiencing some buckling. The old reservoir was left in situ. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.